Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. Visual analysis of the guide wire confirmed the guidewire was unraveled. Numerous bends were observed along the body of the wire. After the wire failed the manual tug test, the distal weld was microscopically examined. It was observed that the core wire separated from the distal weld, but the coils were still attached. The proximal weld appeared spherical and intact. The j-bend was misshapen. The total length of the returned core wire measured to be 600mm, which is within specifications of 596mm - 604mm per product drawing. The outer diameter of the returned guide wire measured to be 0.843 mm, which is not within specifications of 0.788-0.826 mm per product drawing. This indicates that either the incorrect guide wire was returned or the incorrect product code was reported by the customer. The undamaged portions of the guide wire were passed through a lab inventory ars and 18 ga introducer needle to functionally test. The guide wire passed through both with minimal resistance. A manual tug test revealed that the distal weld was not secured to the core wire. The proximal weld was intact. A device history record review was performed on the reported kit with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel." "Do not apply undue force on guidewire to reduce risk of possible breakage." "Do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." "Clinicians must be aware of potential entrapment of the guidewire by an implanted device in circulatory system. It is recommended that if patient has a circulatory system implant, catheter procedure be done under direct visualization to reduce risk of guidewire entrapment." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained numerous bends along the body. The core wire separated from the distal weld, partially unraveling the wire. The guide wire did not meet the outer diameter specifications for a guidewire of this size, indicating that either the incorrect sample was returned, or the incorrect product code was reported. A device history record review was performed with no relevant findings. Arrow guide wires of the reported size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error (undue force) likely contributed to this event. However, the probable cause of guide wire damage could not be determined based on the discrepancy between the customer report and the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked during a puncture on the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the doctor found the swg (spring wire guide) kinked during a puncture on the patient.